Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 276 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the cannula was fully deployed. No bend or kinks were observed, but two tears were observed on both sides of the exposed soft cannula. Because of these tears, the fluid path test failed. The timing and cause of the observed cannula damage could not be determined. An 0x1c expiration alarm was observed in the data. The pod was confirmed to have run for 80 hours.